Event description:
Approximately 2 weeks ago, the patient was hospitalized for 7 days due to blood clots in her legs. Following the hospitalization, the patient would feel stimulation for about 5 minutes after the implantable neurostimulator was turned off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.